Event description:
As reported, the balloon of a 3 mm x 25 cm 155cm saber rx percutaneous transluminal angioplasty (pta) dilation catheter ruptured within its nominal pressure while in the vessel. The complaint device was replaced with another unknown non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The product was stored properly and prepped according to the instructions for use (IFU) and prep. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e maintain negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon did not rupture while in a stent. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The same indeflator used successfully used with other devices. The product was removed intact (in one piece) from the patient. The intended procedure/target lesion was in the region between the superior femoral artery (sfa) and the "bk". The lesion was mildly calcified. There was mild access vessel tortuosity. The percentage of stenosis was 80%. The device was not used for a chronic total occlusion. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded due to infectious disease; therefore, it will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The balloon of a 3 mm x 25 cm 155cm saber rx percutaneous transluminal angioplasty (pta) dilation catheter ruptured within its nominal pressure while in the vessel. The complaint device was replaced with another unknown non-cordis balloon catheter and the procedure was completed. The intended procedure/target lesion was in the region between the superior femoral artery (sfa) and the "bk". The lesion was mildly calcified. There was mild access vessel tortuosity. The percentage of stenosis was 80%. The device was not used for a chronic total occlusion. There was no reported patient injury. The product was stored properly and prepped according to the instructions for use (IFU) and prep. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e maintain negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon did not rupture while in a stent. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The same indeflator used successfully used with other devices. The product was removed intact (in one piece) from the patient. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot 82227648 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors or vessel characteristics (mild calcification and tortuosity and a rate of stenosis of 80%) may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.